Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter had read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue started on an unspecified date at 9:20pm. At this time the patient obtained a blood glucose result of 400mg/dl with the subject meter. In response to this the patient took 6 units of rapid acting insulin. Later that evening, at 10:35pm, the patient measured their blood glucose on the subject meter again and obtained a result of 341mg/dl. In response to this the patient took 5 units of rapid acting insulin. Later that evening, at 10:55pm, the patient measured their blood glucose on the subject meter again and obtained a result of 264mg/dl. In response to this the patient took 4 units of rapid acting insulin. At 1:32am that night the patient measured their blood glucose at 336mg/dl on the subject meter and immediately felt symptoms of dizzy, breathlessness, feebleness and flickering-edged holes in vision; symptoms which they associated with hypoglycemia. The patient self-treated these symptoms by drinking juice and reportedly felt better 30 minutes later. At the time of troubleshooting the patient's products were requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.